Manufacturer narrative:
H.6 investigation summary: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. Per the product information leaflet, second test should be done 24 - 48 hours after the first test. Currently, there are no adverse trends identified for discrepant results. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that they had discrepant results with bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "it was reported by the customer that they tested positive on tuesday and tested again on friday and got negative results."

Manufacturer narrative:
Address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete.

Event description:
It was reported by the customer that they had discrepant results with bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "it was reported by the customer that they tested positive on tuesday and tested again on friday and got negative results."